Event description:
The strike plate for the t2 alpha broke while hammering the nail.

Manufacturer narrative:
The reported event could be confirmed. The device returned broke on the transition radii of the thread undercut to the stop shoulder of the thread connection. A microscope analysis of the surface of the device shows a brittle area, which proves that the material was subjected to a significant amount of stress, which lead to the breakage without significant plastic deformation. An example of improper stress would be backslapping the device forcefully. Indeed, the device and its threads is not supposed to withstand high forces during backslapping, especially since this introduces bending forces, which can be heightened at the tip of the device due to the long lever arm. The analysis of the surface breakage leads to the conclusion that this event was due to a user related root cause. The analysis of the device resulted in finding that the thread of the strike plate had been damaged by excessive load application. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The strike plate for the t2 alpha broke while hammering the nail.